Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that the subject device had shadows in the image. This issue occurred during an unspecified procedure. There were no reports of patient harm.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the final investigation. The device was returned to olympus for inspection and the reported failure was confirmed. Updated fields: d4, d8, h2, h3, h6 and h11. In addition, the following reportable malfunctions were identified during the device evaluation: water leak in camera unit, poor watertightness of button, loss of water tightness and smear in the image. A root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: cause was traced to be component failure due to water leak in camera unit should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
No additional information received from customer.